Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the mechanical burr hit the tip of the scope. A visual inspection was performed and showed the scope to have distal tip damage. This is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during the procedure, the mechanical burr nicked the tip of the scope. The procedure was successfully completed without delay and there was no back-up available. No patient injury or other complications were reported.